Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer also reported their blood glucose was over 600 mg/dl at the time of incident. Customer stated the alarm was resolved by a complete set change. The customer reported their high blood glucose was resolved by a bolus and changing out their supplies. The customer's current blood glucose was 297 mg/dl. Troubleshooting did not find any air bubbles or leaks present. It was also found the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.